Event description:
A customer reported a system message displayed during a procedure. There was no harm to the pt, however, the case was not completed. Add'l info requested, but none has been rec'd.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).